Event description:
It was reported by service report that the track will not lock in the up position due to worn latches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.